Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device was not working properly. Imaging revealed a deflated balloon; therefore, the cuff and balloon were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Detailed product information for the balloon was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegations cannot be confirmed. The reported patient symptom is a known risk associated with implants of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device was not working properly. Imaging revealed a deflated balloon; therefore, the cuff and balloon were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Detailed product information for the balloon was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.